Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sometimes had to press buttons harder in order to respond and also had pump error alarm in 2019. They had also received a insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.